Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. It was noticed that the tubing was palpable. The pressure regulating balloon (prb) was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: the exact event date was not available; therefore, the date 01/01/2024 was used as an estimate, based on the onset that was reported to occur in 2024.